Event description:
There was an allegation of questionable sodium electrode and ise indirect cl for gen.2 results for 1 patient sample on a cobas pro ise analytical unit. The initial na result was 161.6 mmol/l, and the repeated result was 139 mmol/l. The initial cl result was 120.9 mmol/l, and the repeated result was 103.1 mmol/l. The repeated results were obtained on another module and were believed to be correct. The sample was repeated because the initial results didn't match the patient's clinical history.

Manufacturer narrative:
The na electrode lot number is dvb with an expiration date of 15-apr-2026. The cl electrode lot number is dwc with an expiration date of 10-feb-2026. The calibration and qc were acceptable. The alarm trace showed "sample probe: abnormal aspiration", "abnormal aspiration (sample pipetter s1)", "sample clot detection", "sample foam detection", "sample short", and "sample short s1" errors. The field service representative found that the solenoid valve was clogged. He replaced the solenoid valve and the degasser, and performed successful checks and tests. The investigation determined that the service actions resolved the issue.